Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Corrected data: per the additional information received, there was no lead fracture. Hence, this is no longer a product problem (b1).

Event description:
Additional information received confirmed that the patient had only one lead. The lead had migrated, and no lead fracture was confirmed. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: unknown, UDI: unknown, serial: unknown, batch: unknown. During processing of this incident, attempts were made to obtain complete patient and device information. Further information was requested but not received.

Event description:
It was reported that during a normal end of life ipg replacement it was noted that one of the leads was fractured. Patient was reprogrammed with adequate coverage. Next course of action is pending. Investigation was unable to determine which of the lead is fractured.